Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with supracervical hysterectomy, rectocele repair, removal of ovaries/tubes, and cystoscopy due to rectocele, pelvic organ prolapse, and uterine leiomyoma. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2014 by (B)(6) at (B)(6) center due to mesh complications with extrusion.